Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reported issue involved an instrument that became non-functional after being re-docked to the patient during a procedure; it had worked normally earlier in the case. Once re-docked, the tip was completely unresponsive. It could not move in any direction or perform any functions such as opening or closing. There was no visible damage to the wires, cables, jaws, or tips, and no loose or misaligned components were noted. Additionally, no material was missing or detached from the portion of the device that enters the patient¿s body, and no fragments fell into the patient. The instrument was removed through the cannula without issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar had a tip broken. The procedure was completed with no reported injury.